Event description:
It was reported that during a rectosigmoidectomy procedure, the stapler did not staple, just cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.